Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00100. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from customer reporting air/oxygen flow accuracy issues on a v60 ventilator. It is unknown if the device was in clinical use. There was no report of harm.